Event description:
Customer used abbott bmw guide wire 0,014". Guide wire was able to pass through the lead in first occasion. Customer has afterwards removed the lead out of delivery catheter and as well removed the guide wire from the lead. Upon reinsertion, guide wire couldn't pass through the lead. They have opened a new guide wire but this one also couldn't pass through the lead. After that, customer opened a new lead. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).